Event description:
This lead dislodged and was successfully repositioned (B)(6) 2011. The lead dislodged a second time and was explanted on (B)(6) 2011. Should additional information become available, this event will be updated.